Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device ready for use indicator was displaying red x. There was no adverse pt impact. The philips field svc engineer (fse) later clarified that the site biomed reported that the device has failed the general system test of the user initiated operational check (opcheck) several times and displayed the red x.